Event description:
It was reported that this pacemaker device exhibited oversensing and noise on non-boston scientific right ventricular (rv) channel. Upon review, it was noted that there was no noise observed in november 2023, during atrial automatic threshold test. However, the noise observed currently on both ra and rv electrogram (egm) and this was after the last case in december 2023. The right ventricular (rv) lead also showed fluctuation in sensing, impedance and threshold values. The intrinsic amplitude was also out of range for right atrial (ra) lead. Technical services (ts) recommended to have the patient seen in clinic for troubleshooting and perform full chest x-ray imaging. This device and non-boston scientific lead currently remains in service. No adverse patient effects were reported.